Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. Reportedly, the customer had removed the old cartridge prior to starting the load process and did not follow the on-screen instructions when prompted by the pump. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.